Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 470mg/dl and a partial lcd display. The customer treated with insulin. Troubleshooting found that the customer was on the phone with their doctor and their blood glucose value was 544 mg/dl at the time of the call. Customer disconnected the call and no further details were given.